Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading 70 mg/dl and the insulin pump went into threshold suspend but her blood glucose was 184 mg/dl. Customer stated that she received calibration errors and change sensor alerts and the sensor had only been in use for 8 hours. Customer was advised about the recommended insertion and calibration process and assisted with changing the sensor.